Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they could not coagulate or cut with monopolar energy. The customer stated that whenever they tried to apply energy they would get a c-34 error. Before calling technical support the customer had already replaced the monopolar cautery cable without success. The tse guided the customer through an erbe power cycle without success. The tse verified error logs and confirmed a permanent c-34 error. The tse informed the customer that this error required a field service engineer (fse) visit to solve it. The tse guided the customer on finding an external forcetriad electrosurgical generator unit (esu) and its activation cable. The tse then guided the customer through the cabling connection. The customer was continuing with the procedure as planned using the external forcetriad. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the erbe. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
The erbe generator had been returned to the original equipment manufacturer (OEM) for further analysis. During the OEM technician's initial investigation, the c-34 error was confirmed when the erbe generator triggered a c-34 error on startup. Troubleshooting led to a malfunction of the high frequency (hf) generator printed circuit board (pcb). Once the hf generator pcb was replaced, the error stopped. During the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment meets specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have c-34, m-0b, and c-00 errors in the error log. The reported failure of error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.